Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 389 mg/dl and their sensor glucose read 208 mg/dl. Customer also reported would read low, when their blood glucose was not low. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer also reported treating their blood glucose with a manual injection, but their blood glucose rose to 404 mg/dl. Troubleshooting did not occur for the insulin pump. Customer agreed to return the product for analysis.